Manufacturer narrative:
H4: device manufactured between october 12, 2020 to october 13, 2020. H10: the device was received for evaluation. Functional testing was performed by manually filling the sample with green color water. During fill, evidence of leak (backflow) was observed at the fill port. Subsequent examination revealed the cause of the leak (backflow) at the fill port was due to three glass fragments stuck under the checkband. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fill port. The cause of glass fragments becoming stuck under the checkband is user filling technique (use error). Glass ampoule used for filling the device without a filter can result in this type of event. The use of a filter during filling is recommended in the product labelling (IFU, instructions for use). The reported condition was verified. The cause of the reported condition was a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor would not flow. The event was further described as device not started after filling. This issue was identified during filling. There was no patient involvement. No additional information is available.